Event description:
(B)(4) (note: you are missing december in the pull-down list). Severe upper abdominal pain, enlarged liver, electrolyte imbalances, severe back pain, all over joint pain and body aches, ibs, bladder control problems, fatigue, brain fog, double vision, enlarged lymph nodes (possible lymphoma), black sweat, depersonalization of limbs, migraines, numbness in limbs, pelvic pain, enlarged liver. Surely I'm forgetting some - it's been a nightmare and is ongoing.